Event description:
The lesion location was initially reported as the first obtuse marginal, however, it has been corrected to the left anterior descending artery.

Event description:
(B)(4) trial. It was reported that subsequent to a stenting treatment procedure the patient expired. The patient presented with class 2 stable angina in (B)(6) 2009 and underwent a cardiac catheterization procedure which revealed 1 target lesion. The 90% stenosed lesion located in the first obtuse marginal artery with a reference vessel diameter of 3.00mm and a lesion length of 20mm. The lesion was predilated with an unspecified balloon and 3.00x20mm promus element stent was deployed, resulting in 0% residual stenosis. The patient was discharged on the following day on aspirin and clopidogrel. In (B)(6) 2012, while at home, the patient went into cardiac arrest and expired. Additional information has been requested and is not available.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).